Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, inappropriate auto mode switching episodes were observed due to the far-field r-wave oversensing. Increasing the atrial max sensitivity was recommended to resolve the oversensing. No further information is available.